Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11a05012 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr (B)(4)/ renq-CAPA-(B)(4).

Event description:
This is a spontaneous report by a consumer from the USA of infection in the catheter area and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced an infection in the catheter area that was caused by bacteria due to water that got into the site area. On an unreported date, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The reported cause of the peritonitis was the infection in the catheter area. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome of the infection in the catheter area was not reported. On an unreported date, dianeal pd2 ambuflex therapy had been withdrawn. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.